Event description:
The facility reported a colleague infusion pump with failure code 12:323:1024:0023. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 12:323:1024:0023 was confirmed in the pump's event history but not duplicated during product evaluation. The pump's air in line (ail) printed circuit board (pcb) was tested and found to be within specifications. Therefore, no assignable cause was provided during product evaluation. However, the ail pcb was replaced as a precaution. Additionally, the event occurred on (B)(6) 2010, per the event history review, as opposed to the reported occurrence date of (B)(6) 2010. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.